Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: the drc needles are turning back inside the jaw of the needle holder. The issue occurred during other occasions times, that the thread ripped. Because of this, two re-surgeries had to be done. Samples received: none. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. Without any closed samples, OEM cannot carry out an analysis in order to determine a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Based on the results, the OEM does not contribute the failure to a manufacturing or material defect. The complaint will be closed as not justified as no further analysis can be performed. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). The drc needles are turning back inside the jaw of the needle holder. The issue occurred during other occasions times, that the thread ripped. Because of this, two re-surgeries had to be done.